Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: a review of the black box data showed an unexplained reboot on 06/23/2016. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of corrosion was visible in the battery compartment. The pump powered on a blank display. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture damage was observed in the pump. Unrelated to the complaint, the pump casing was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had lost power. Reportedly, there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.